Event description:
It was reported that patient's left ins had been surgically relocated to where it was flat now. Pt said that they noticed right away after they got their left rc put in that it was tilted so after waiting a month for ins to settle and it not settling the healthcare provider agreed to revise ins so that it lay flat. No symptoms were reported. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.